Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received drill bit shows that approximately 5 mm from the fluted tip section is broken. Furthermore small metal fragments from the broken portion were made available. The shaft and the quick coupling are in a good condition. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The received condition of the device is concordant with the complaint description and the complaint condition is therefore confirmed. Unfortunately we are not able to determine the exact cause of this complaint. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. Regarding drilling with the drill guide, avoid forcefully advancing or bending the drill bit as this may cause the drill bit to break. Do not advance the drill bit beyond the wire. When drilling is complete, slowly pull the drill bit straight out while running the power tool in ¿forward mode¿ to ensure the guide wire stays in place. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part:310.221. Lot:f-17266. Manufacturing site: selzach. Supplier: sphinx werkzeuge ag. Release to warehouse date: 22. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: hsz, gfa, gff. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, during an implantation of an unknown 2.4 mm headless compression screw for scaphoid fracture, the drill bit and guide wire broke off. During drilling without stress, the drill bit broke when it contacted with the bone. Then, the guide wire was also broken with no constraint exerted. All fragments were removed from the patient with difficulty. Thus, the surgeon changed the guide wire and drill bit to complete the procedure. The surgery was completed normally with forty-five (45) minutes surgical delay. Patient outcome was unknown. Concomitant device: 2.5 headless compression screw (part/lot unknown, quantity unknown). This report is for a drill bit. This is report 2 of 2 for (B)(4).